Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n125520, implanted: (B)(6) 2008, product type: accessory; product ID 8578, lot# n121206, implanted: (B)(6) 2008, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the kit was opened immediately prior to use by the clinician completing the refill and the reservoir volume per telemetry was 6.4 milliliters (mls). The volume of drug withdrawn was 10mls of yellowish bubbly fluid and the volume of drug added was 20mls. It was noted the date of next refill was (B)(6) 2014. It was further reported it seemed that the needle was in the reservoir, but the color and amount of fluid was unusual. There was also a frothy bubbling in the tubing and in the syringe until it settled. The needle was changed and once again the pump was accessed. It was reported this time the fluid was clear, but there was very little left, less than half a milliliter as a result it was believed almost all of the medicine in the reservoir had been aspirated. The pump was refilled at this point without difficulty and was aspirated to check again and the fluid looked like baclofen, clear without frothiness. It was noted the original needle and yellow-colored fluid were sent back and the patient tolerated the procedure well.

Event description:
It was reported it was believed the refill kit needles were leaking because they were pulling off excess fluid and this had occurred three times. It was noted with the refill issue on (B)(6) 2014 they pulled back a yellow tinted fluid. It was reported the doctor thought the leaking was occurring somewhere between the tissue interface/subdural, but before the needle was in the septum and that it was the actual needle that was leaking, but it was unknown where on the needle they thought it was leaking. It was further reported the patient was fine with no issues. It was noted they have the needle and fluid and want the fluid tested also. The pump was being used to deliver lioresal. Additional information received reported the patient was not having any symptoms. It was also reported during a refill the practitioner pulled out more fluid from the reservoir than can possibly be held by the pump and the fluid was yellow tinted. The physician was sure they were in the port and postulated that there was some type of defect in the needle allowing the pulling in of body fluid. It was noted a new needle was used without incident and the patient was doing ¿fine¿ now.

Manufacturer narrative:
Analysis of the needle attached to the extension tube in the refill kit found no anomaly. No leaking was seen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.